Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Failure mode was not associated with a loose busbar. The failure mode was associated with a battery unable to fit into a monitor due to damaged housing. Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery housing was damaged and unable to fit into a monitor. The root cause for the physical damage to the housing could not be determined. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery and physical damage. The root cause of the loose busbar cannot be positively identified. The root cause of the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery and physical damage. The root cause of the loose busbar cannot be positively identified. The root cause of the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A u.s. Distributor reported that a battery was unable to power on a monitor.